Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access ft3 reagent was returned for evaluation. The customer provided one patient sample to beckman coulter (bec) complaint handling unit (chu) for interference testing. Bec chu initial internal testing of the provided sample yielded a an access free t3 result which was within the assay's normal expected values; thus customer's results were not confirmed. Consequently, an interference testing for the access free t3 assay was performed using a mix of different blockers which consist of pool 1, (polymak 33, and hbr-1) composed of animal derived antibodies. Heterophile interferences are listed in the limitations section of the free t3 instructions for use (IFU). Bec interference testing did not demonstrate the presence of substances interfering with the access free t3 assay since none of the blockers used in the test significantly changed the signal. Additional testing for an anti-streptavidin antibodies/biotin depletion test was performed and did not allow detecting an interference related either to streptavidin or to biotin, within the patient sample. Anti-streptavidin antibodies and/or biotin interference is also listed in the access free t3 IFU. In conclusion, the cause of the event cannot be determined with the available information. (B)(4).

Event description:
The customer reported obtaining a reproducible, elevated free triiodothyronine (access free t3) result for one (1) patient on the unicel dxi 800 access immunoassay system (serial number (B)(4)) that was discordant to another methodology and the patient's other thyroid function tests. The patient's free thyroxine (access frt4) result and the patient's human thyroid-stimulating hormone (access htsh) result were within normal reference ranges. The patient's sample was reanalyzed on the same unicel dxi 800 access immunoassay system and another access free t3 result above the customer's established normal reference range was obtained. The customer also analyzed the patient's sample on an alternate methodology (centaur, siemens) and obtained a discordant, lower result within that assay's normal reference range. The access free t3 result was reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Qc (quality control), calibration data, and system check parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected in a beckton dickson vacutainer serum separator tube and then centrifuged for fifteen (15) minutes at 4000 rpm (revolutions per minute) at room temperature. There was no report of sample integrity issues reported by the customer.